Event description:
The event was reported to happen on (B)(6) 2014, the event was reported to us on (B)(6) 2014. During the process of gathering info we were notified that a nurses aid had been pricked by the device in use and on (B)(6) 2014 a medical questionaire was sent with request for completion and return. After multiple attempts to retrieve, the medical questionaire was received by us on (B)(6) 2015. The medical questionaire states that blood work was performed and no other details are given. Nurses aid performed testing on pt with device and the device was hard to pull from the pt's finger. The pt did not suffer any injury. On (B)(6) 2014 upon trying to retrieve more info we were informed that the nurses aid was pricked by the device, as it did not retract. The device was disposed of in the sharps container. The nurses aid was sent to the ER for treatment. MFR ref # 8021764-2015-00001.